Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to sensor returning opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor cannula was missing. It was not know if cannula retracted. Customer's blood glucose was unknown. Customer was advised that sensors would be replaced.